Event description:
Customer reported that within 10 mins she received an aviva system result of 426 mg/dl, washed her hands, then received results of 186 mg/dl, 124 mg/dl, and 145 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.